Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause for the reported condition of peritonitis was undetermined. A batch review was conducted for potentially associated lot numbers (h11f25019 and h11h26070) and there were no exceptions noted during the manufacturing process.

Event description:
During a call with baxter technical services for an unrelated alarm, the nurse reported the patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if a peritoneal effluent analysis and culture were performed. Upon a follow-up call with the nurse, she stated the patient developed a hazy dialysate and "unspecific systems" and was diagnosed with peritonitis. It was not reported if the patient required hospitalization. Remedial treatment included vancomycin (dose, route and frequency were not reported). The event of peritonitis was resolving. The action taken with dianeal therapies was not reported. The nurse believed that the event of peritonitis was not related to dianeal therapies. No further information was reported and the nurse was not willing to provide any further information.

Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. A follow-up report will be submitted if additional information becomes available.